Event description:
Complainant alleged that during a routine shift check by a clinician, the device had a noisy ECG and self-charged energy while pads were attached to the device. Complaint indicated that there was no patient involvement in the reported malfunction.